Event description:
It was reported, catheter cannulated on (B)(6) 2024 with purple lumen leak on (B)(6) 2024. Catheter removed and new catheter cannulated. Additional information provided: it was reported, presents breakage in the purple light. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be use-related. The product returned for evaluation was a 4fr dual lumen powerpicc sv catheter. Usage residues were observed on the sample. An attempt to flush the catheter with water using a 12ml syringe revealed a leak just distal to the molded joint. Microscopic inspection of the leak site revealed several small longitudinally aligned splits. Possible causes that may have contributed to the observed damage include catheter securement techniques and exposure to incompatible chemicals. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter cannulated on (B)(6) 2024 with purple lumen leak on (B)(6) 2024. Catheter removed and new catheter cannulated. Additional information provided: it was reported, presents breakage in the purple light. No other information was provided.